Event description:
It was reported that pt believes that her 2007 total hip replacement was part of the trident recall. She had a lot of pain with her first surgery. It compromised the quality of her life due to the pain and there was also leg shortening. She wasn't able to sit or stand for long periods of time. She couldn't walk and had trouble sleeping because of the pain. After the revision she feels no pain.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.